Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states that the clevis pin snapped in half for the head section.